Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d10; g3; h2; h6; h3; h4; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. The patient reported worsening pain 3 years post op, with a tendon release. A tendon was impinging over the cup, causing pain and tissue damage. Bursitis was also noted. The shell was noted to be slightly proud in the acetabulum. Once the muscle was released, it could move back and forth without direct engagement on the cup. The patient still reported pain 2 years after. A definitive root cause cannot be determined for the impingement and pain. It was noted the shell was proud, however it is unknown if it was placed that way based on surgeon discretion or migrated. The shell remained implanted. No problem was found with the devices in relation to the bursitis after review by an hcp. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: g7 neutral e1 liner 36mm e. Item: 010000857. Lot: 6139300. Tprlc 133 mp type1 pps so 9.0. Item: 51-106090. Lot: 3920696. Cer bioloxd option hd 36mm. Item: 650-1057. Lot: 2897734. Cer option type 1 tpr sleve -3. Item: 650-1065. Lot: 2904604. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient had an arthroscopy approximately 4 years post implantation due to pain. During the procedure they did an iliopsoas tendon recession with lysis of adhesion and found ilipsoas partial shredded which was consistent with chronic ilipsoas impingement over the cup and psoas bursitis. There were plans to undergo a revision of the cup but has since been cancelled. All components remained implanted. No additional information available for the reported event.